Event description:
A customer reported that as a result of being unable to monitor her blood glucose level due to receiving an error message on their freestyle flash meter, she experienced dizziness and fell, which resulted in a hip fracture. She reported being seen at local hospital by a doctor who diagnosed her with hyperglycemia, and treated with insulin. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.